Event description:
Litigation alleges the femoral stem fractured mid shaft causing instability, pain, fluid build-up and difficulty ambulating.

Manufacturer narrative:
(B)(4).the device associated with this report was not returned. A review of the device history records for the provided product and lot combination did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 1/28/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and fractured stem. There is no new additional information that would affect the existing investigation. The complaint was updated on:2/15/2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.